Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used during a biopsy procedure of the pancreatic duct performed on (B)(6), 2012. According to the complainant, while withdrawing the forceps device through the scope, after performing a second tissue biopsy, the pullwire broke. Subsequently, the jaws were not able to be opened to retrieve the tissue specimen. The procedure was completed with another spybite biopsy forceps. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being good.

Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used during a biopsy procedure of the pancreatic duct performed on (B)(6) 2012. According to the complainant, while withdrawing the forceps device through the scope, after performing a second tissue biopsy, the pullwire broke. Subsequently, the jaws were not able to be opened to retrieve the tissue specimen. The procedure was completed with another spybite biopsy forceps. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being good.

Manufacturer narrative:
(B)(4) for the reported event of wire break. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination found that the device returned without the core wire attachment. The core wire attachment connects the core wire to the jaws. No kinks were observed and the pull wire was not broken. Further material analysis revealed that the separation was likely due to a tension overload. No material anomalies were found. A functional evaluation was not performed due to the return condition. The condition of the returned incident device was consistent with the complaint that the device failed to open due to wire separation. The evaluation revealed that this issue occurred due to the detachment of the core wire attachment. The device damage likely occurred as a result of anatomical/procedural factors which limited the device performance. Therefore, the most probable is operational context. A DHR (device history record) review was performed and no deviation was found. A similar complaint review revealed no other complaints against the reported lot. As the device returned without a pullwire break, this event is no longer considered MDR-reportable.